Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2020; product type: lead. Product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2020; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-oct-2024, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 07-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient reportedly had a successful sacral trial for rectal pain and was subsequently implanted. Post-procedure programming established rectal paresthesia. At her postoperative visit, x-rays showed the leads had migrated caudal, and she reported just partial coverage of her rectum, and mild vaginal stimulation. Reprogramming established rectal stimulation, but the patient reports that it is not giving her the same pain relief she experienced during the trial. Excessive bending and twisting after the implant contributed to the issue. The pcp is evaluating multiple options. The issue was said to be resolved.